Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and d10. Additional information: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer complaint could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the image is not displayed, and only octagonal mask can be seen" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there were a few minutes delay while the scope was swapped.

Event description:
It was reported that the customer sent a gastro 190 scope in for repair and received a gastro 180 scope which was then connected to the video system center and light source with a video scope cable. The image was missing and they only saw the octagonal mask where the image should be. The issue was found during preparation before use inspection for a diagnostic colonoscopy. The intended procedure was completed with another similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.